Event description:
The customer reported that following a radiology catheterization procedure, a vasoseal es was deployed. The pt developed a hematoma as soon as the manual pressure was applied. The hematoma grew to the size of a grapefruit and the pt was taken to surgery. A cutdown procedure was performed and the vasoseal collagen plug was found in the tissue tract above the vessel. The pt remained in the hosp for three days and then discharged. No further complications were reported.

Event description:
The customer reported that following a radiology catheterization procedure, a vasoseal es was deployed.